Event description:
On (B)(6) 2022, fujifilm healthcare americas corporation was informed of an event involving dh-29cr. The hood was loosely taped to the endoscope and fell into the gastrointestinal tract during an endoscopic submucosal dissection. The hood was retrieved with a collection net. The same hood was reattached to the endoscope, and the procedure was completed successfully without harm or injury. There was no death reported with the event.